Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the emergency department after falling in the outpatient office and suffering head trauma. It was reported that the patient had a near syncopal event. The system controller log file showed a total loss of external power event was recorded on (B)(6) 2017, which appeared to have been caused by a sudden loss of power to both power leads of the pocket controller. The backup battery in the system controller was used to support the system and pump function was not affected by this event. The vad coordinator reported that the patient was evaluated in the emergency department after the syncopal event. CT scan revealed a subacute frontal lobe cerebrovascular accident. The patient did not have focal deficits at any time. The patient was discharged home. It was reported that the patient's history includes syncope, dizziness, and blood pressure that is very difficult to control even prior to pump implant. It was reported that the patient has numerous other co-morbidities and risk factors for stroke. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.